Event description:
Pt arrived in ER, pale and diaphorectic. Pulse rate 40-50, blood pressure low. Pulse dropped to 30, bp dropped to <50. External pacemaker applied, failed to capture. Emergent right subclavian cordis placed without difficulty, then transvenous pacemaker inserted with restoration of pulse and blood pressure.